Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number. H6: device code 1494- incorrect anatomyna.

Event description:
It was reported that this was a closure of an axillary access site using a proglide device after an interventional procedure. Reportedly, two proglide devices broke prior to a new proglide device ultimately achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was used in the axillary artery. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported break; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.